Event description:
It was reported that the patient experienced increased tone, underdose symptoms, "legs doing bicycling movements", and an issue with therapy effectiveness so a catheter revision was performed on (B)(6) 2014. The doctor was unable to aspirate the catheter at the connector site, and dye study was done. The catheter was cut just beyond collet connector and the cerebrospinal fluid (csf) flowed freely. The proximal pump segment of the catheter was explanted and replaced with another from the same manufacturer. The cause of the product issue was unknown but was possibly due to occlusion, but the product issue was noted to have resolved. The patient reportedly recovered without sequelae. After the revision, it was noted that the catheter was able to be aspirated and flushed. The patient's pump was intended to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter revealed a significant anomaly possibly caused by the method or technique utilized by the health care professional while intending to deliver therapy. The catheter and collets were returned with on collet not fully locked in place.

Manufacturer narrative:
Conclusion code , method code 3, and result code no longer apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that as of (B)(6) 2015, the patient's dose was being tapered (to maintenance dose of 3mcg/day) to see if that may be causing some of the behavioral problems and movement issues the patient experienced on multiple occasions resulting in multiple hospitalizations. Prior to the (B)(6) 2014 revision, the patient showed "questionable intrathecal baclofen withdrawal" with bicycling of the legs in the past and this occurred frequently on a monthly to weekly basis. The patient had an aggressive work and it did not reveal any problems with the catheter or pump. Other workups were benign as well. The system was ultimately explanted on (B)(6) 2016 cited with an adverse reaction to the intrathecal baclofen. The returned portion of our lfc stated the patient experienced behavioral problems with increased dosing. The cause of the issue was considered to be idiosyncratic. History: birth prematurity (B)(4) weeks, quadriplegic cerebral palsy, shunted hydrocephalus, tracheostomy, gastrostomy tube dependence, spells of uncertain etiology, with certain characteristics of intrathecal baclofen withdrawal concomitant drugs: albuterol sulfate (2.5mg solution every 4 hours as needed for illness), budesonide (0.5mg daily in morning with additional dose in the evening during illness), montelukast sodium (4mg, 2 tablets via g-tube daily at bedtime), acetaminophen (240mg via g-tube as needed every 4 hours for pain or fever), ibuprofen (240mg via g-tube every 6 hours for pain or fever if tylenol ineffective), orapred (7.5ml via g-tube twice daily, times 5 days during illness), baclofen (10mg via g-tube every 4 hours as needed for baclofen withdrawal), lansoprazole (50mg suspension via g-tube daily at bedtime), atropine sulfate (two drops daily buccally, three times a day), polyethylene glycol (12.5ml via g-tube at bedtime), azithromycin (100mg via g-tube every monday, wednesday, and friday), diazepam (7.5mg rectal gel daily as needed for distress spells; repeat with 5mg if preceding dose was ineffective in 30 minutes).